Event description:
It was reported that there was no output on the ventricular side of the external pulse generator. The generator was returned for service. This was found during routine testing and there was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. One diode on the ventricular side of the heart lead flex is shorted. Side bail covers are broken. The ring is bent. Keyboard has a cosmetic issue. Encoder flex is out of specification; atrial output control knob is intermittently working (skipping number).